Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-feb-2023. Our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of leakage at luer connection was confirmed upon inspection and testing of the sample. No damages to the device were seen in the supplied sample photo. The sample underwent leakage testing, and no leakage was observed during the testing. However, examination of the physical sample showed a minor dent in the adapter inner luer. The dent could have been caused by the needle hub scratching the adapter due to misalignment of the product during the assembly process. There are currently controls in place to help prevent the occurrence of this failure mode. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Event description:
It was reported while using bd angiocath plus¿ leakage occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: in the hospital, the nurse inserted a catheter into the patient's blood vessel and connected 3-way extension, and shortly afterwards, a drug leak occurred at the hub connection. A new catheter was re-inserted and 3-way extension was connected to the patient's other arm, but the drug leak occurred equally.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd angiocath plus¿ leakage occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: in the hospital, the nurse inserted a catheter into the patient's blood vessel and connected 3-way extension, and shortly afterwards, a drug leak occurred at the hub connection. A new catheter was re-inserted and 3-way extension was connected to the patient's other arm, but the drug leak occurred equally.